Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628885,828886) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, perineal pain and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("aub") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered dysfunctional uterine bleeding, endometriosis, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: right 5 coils,left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: the essure devices are identified in good position. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628885-inv,828886-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, perineal pain and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("aub") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered dysfunctional uterine bleeding, endometriosis, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: right 5 coils,left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the essure devices are identified in good position. Most recent follow-up information incorporated above includes: on 23-jul-2020: update of information (batch is invalid)¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628885-inv,828886-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, perineal pain and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("aub") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered dysfunctional uterine bleeding, endometriosis, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: right 5 coils,left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the essure devices are identified in good position.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.